Event description:
An elderly male patient presents with diabetes mellitus, dyspnea, chronic heart failure (chf) and bilateral pleural effusion. Undergoing coronary artery bypass grafting (CABG) and " while registered nurse first assistant (rnfa) was harvesting the right greater saphenous vein via endoscopic harvest- hemopro 2 broke and was producing smoke."